Manufacturer narrative:
Since the original report was filed, the investigation into the pump stop has concluded. The 5.5 pump's data logs were reviewed. They showed the motor current and placement signal changes. The clinical details revealed that the patient had pulled upon the pump. The root cause for the stop was an open line caused by the patient pulling on the pump. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into the pump stoppage is on-going at this time. Upon completion of the investigation, a final report will be filed.

Event description:
A patient with cardiomyopathy had his hemodyamic support escalated from an intra-aortic balloon pump (iabp) to the impella 5.5 as he awaited and bridged to an lvad device. After 3 days of impella support the pump stopped and was unable to be restarted. The patient had pulled back his impella pump while under-sedated and so the pump stopped and was replaced.